Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis was unable to confirm the reported event. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. Visual inspection of the pump did not reveal any damages. Functional inspection of the pump revealed the component did not pass the inflation and deflation test. Visual inspection of the cylinders identified a leak result of sharp instrument damage on cylinder 1, likely occurring during explant. Cylinder 1 was not functionally tested due to the leak identified. Cylinder 2 performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant a red substance which could possibly be blood was noticed in the outermost layer of the prosthesis. There were no markings noticed during opening or preparation, and the device was not dropped after opening. The procedure was completed using a different ipp with no clinical consequences to the patient. It was indicated that the patient was unaware of the event as it happened during the intervention.